Manufacturer narrative:
The pad-pak was first installed successfully on the (B)(6) 2010 and performed to specification up to the (B)(6) 2013. On the (B)(6) 2013 the device failed the weekly auto self-test due to a low battery. At this time the temperature was recorded below the minimum recommended stand-by temperature for this device (-5.9 degrees celsius). The device was still in fault mode on the (B)(6) 2013 when an increase in voltage was observed which suggests a further pad-pak was installed. The device passed all weekly auto self-tests up to and including the last log entry on the (B)(6) 2015. Investigation was unable to replicate the reported fault. There was a slight voltage fluctuation observed on the pogo-pins however this would not have affected the devices ability to deliver therapy. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. Unit powers on by itself w/o manual intervention.